Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10: concomitant medical products, h6 (device code). Corrected: h3: device evaluated by MFR. Product complaint#: (B)(4). Investigation summary: examination of the returned device confirmed the reported damage. The investigation determined the damage was due to normal handling and servicing and did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the decontam has brought to our attention we have several shims and 1 artic surface with sharp edges. They are requesting these items be replaced. There was not a patient in the room when items were discovered damaged. Nobody was injured by damaged items. This did not delay a surgery. All pieces are intact, and are being returned.